Event description:
Broken wire in percutaneous lead, diagnosed through x-ray. Pt was stable on a 12 volt power module cable which only has one of the cables grounded or batteries but once connected to a 14 volt cable which has both cables grounded, the pump stopped.